Manufacturer narrative:
Additional information: event site postal code: (B)(6). Evaluation: the product was returned with the membrane completely unfolded and blood on the exterior of the catheter with the one-way valve attached. The sheath was not returned for evaluation. The catheter tubing was observed to be oval shaped along its length. This may occur if a vacuum is held with the one-way valve attached for a long period of time on the catheter causing the catheter tubing to lose its round shape. The one-way valve was vacuum tested and it held vacuum. A laboratory insertion test was unable to be performed due to the membrane being unfurled. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. A leak may impact the ability to maintain vacuum. We are unable to confirm the reported difficulty during insertion because of the returned condition of the catheter and we are unable to mimic the clinical setting. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Complaint # (B)(4).

Event description:
It was reported that after insertion of an intra-aortic balloon (iab) using another manufacturer's sheath, resistance was met and the iab could not be inserted. The customer then attempted to insert the iab with the sheath it came with and still met resistance. The iab was then replaced with a new one which was inserted successfully. There was no patient injury or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID #: (B)(4).

Event description:
It was reported that after insertion of an intra-aortic balloon (iab) using another manufacturer's sheath, resistance was met and the iab could not be inserted. The customer then attempted to insert the iab with the sheath it came with and still met resistance. The iab was then replaced with a new one which was inserted successfully. There was no patient injury or adverse event reported.